Event description:
Reporter indicated a handheld computer screen was freezing. Reseating the flashcard and "rebooting the computer" did not resolve the screen freezing. The handheld computer and flashcard have been requested for return.